Event description:
This ra lead was implanted on (B)(6) 2007. A call to technical services on 1/26/12 states that health care provider can't complete smart delay due to pacs. Crt rvp 73% lvp 72%. Pacs. Lv offset 0. She has had a couple of atrs. Discussed option to optimize with companion method and echo if they want. Also discussed vrr and biv trigger. After troubleshooting, determined that pacs due to possible far-field sensing issue. Discussed option of adjusting blanking, ra sensitivity. Hcp was able to resolve. Also discussed option of getting chest x-ray to confirm lead location. Then after trouble-shooting, discovered that patient has optimizer delivering electricity. Discussed that could be causing sensing issues. After discussing, sounds like causing sensing issues. Sounds like blanking and sensitivity resolved for right now. She was also able to smartdelay. However, discussed that this not intended use and could be further sensing issues. Also discussed possibility of lead on lead issues. Discussed everything physician discretion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).